Event description:
The reported stated that the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2009, in the patient's left (os) eye. The lens was explanted the following month, due to glare. No other lens was implanted. Last visit on the day after explant, bscva 20/25. See MFR# 2023826-2009-01319 for the right eye.

Manufacturer narrative:
Glare.